Event description:
A patient reported that their device was not charging properly, suspecting a damaged port. There was no adverse impact to the patient's blood glucose level. The patient declined further troubleshooting, and no additional actions were taken by technical support.